Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a trached patient was found on the floor of the nursing home with the astral 150 tubing disconnected from the device. Resuscitation efforts were unsuccessful and the patient subsequently expired. Device is currently in police possession. There was no reported allegation of device malfunction or allegation that the device caused or contributed to the reported event.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed on the date of the reported event, ventilation was disrupted and disconnection alarm was activated, as expected, to alert the carer/user. All alarms performed to specification. Based on all available evidence, the investigation determined that the reported complaint was due circuit disconnection. The investigation also identified contamination of the pneumatic block and indications of a degrading battery. The failure modes are not related to the reported event, and did not affect the ability of the device to deliver therapy. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the failure to complete its internal self-test was due to contamination and degraded battery was due to an isolated component failure within the device battery assembly. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a trached patient was found on the floor of the nursing home with the astral 150 tubing disconnected from the device. Resuscitation efforts were unsuccessful and the patient subsequently expired. Device is currently in police possession. There was no reported allegation of device malfunction or allegation that the device caused or contributed to the reported event. During evaluation of the device by resmed, the device failed to complete its internal self-test and battery was degraded.